Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 09-jul-2025. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device system upgrade procedure, there was difficulty inserting the left ventricular (lv) lead pin into the header of the first attempted cardiac resynchronization therapy defibrillator (crt-d). The crt-d was replaced with a new crt-d and the lv lead pin was found to be bent, which was thought to be damaged during implant. In addition, the lv lead exhibited high out of range (oor) pacing impedances and unstable thresholds. The lv lead was suspected to be fractured, and the lead was abandoned and not replaced. The second crt-d was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device system upgrade procedure using the chronic right atrial (ra) and right ventricular (rv) leads, the patient¿s vasculature was occluded. The implanting physician attempted to tunnel the left ventricular (lv) lead from right side to left side after they noted the vasculature was occluded. The first attempted cardiac resynchronization therapy defibrillator (crt-d) was removed due to a header connection issue with the attempted lv lead. The lv lead pin was found to be bent, which was thought to be damaged during implant. The implanting physician attempted to tunnel the lv lead from right side to left side after they noted the vasculature was occluded. In addition, the lv lead exhibited high out of range (oor) pacing impedances and unstable thresholds. The lv lead was suspected to be fractured, and the lead was abandoned and not replaced. The second crt-d was successfully implanted, and the ra and rv leads remain in use. No patient complications have been reported as a result of this event.